Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one of the instrument's grips is bent, causing side to side misalignment of the grips. There is a .054 offset at the tips. The bent grip does not exhibit separation of the yaw pulley and the pulley cover at the glue joint. It was concluded that damage to the instrument's grip was likely due to overloading at the tip. The instrument passed electrical continuity testing. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Failure analysis investigation also found that the distal end of the instrument's main tube has a scratch with light material removal. The scratch is not aligned with the tube axis and measures approximately 0.185 in length. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, while the surgeon was performing lymph node dissection using the maryland bipolar forceps instrument, it was noted that the instrument's jaw was unparalleled. There was no report that any piece(s) from the instrument fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.